Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced polycystic ovaries ("polycystic ovarian syndrome") and uterine cyst ("uterine cysts"). The patient was treated with surgery (scheduled for vaginal hysterectomy). Essure was removed. At the time of the report, the medical device removal, polycystic ovaries and uterine cyst outcome was unknown. The reporter considered medical device removal, polycystic ovaries and uterine cyst to be related to essure. Concerning the injuries reported in this case, the following one/ ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report: reporter information and new event medical device removal added. Case became serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine cyst ("uterine cysts") and tooth disorder ("e hell affected your teeth"). The patient was treated with surgery (scheduled for vaginal hysterectomy). Essure was removed. At the time of the report, the medical device removal, uterine cyst and tooth disorder outcome was unknown. The reporter considered medical device removal, tooth disorder and uterine cyst to be related to essure. The reporter commented: she did not get both in on my 1st round. Rep was there to verify she doing it correctly. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received: new events added: e hell affected your teeth and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine cyst ("uterine cysts"). The patient was treated with surgery (scheduled for vaginal hysterectomy). Essure was removed. At the time of the report, the medical device removal and uterine cyst outcome was unknown. The reporter considered medical device removal and uterine cyst to be related to essure. The reporter commented: she did not get both in on my 1st round. Rep was there to verify she doing it correctly. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.